Event description:
In 2009, a company representative reported the pt has received several e7's (electronic error) and e6's (mechanical error) on his insulin infusion device. The representative said the pt received an e6 in the middle of the night last night and his blood glucose elevated above 500 mg/dl. On follow up with the pt the same day, the pt stated he received the e6 at 8pm last night. His blood glucose at the time of the error message was 175 mg/dl and he stated he "will not go to bed if it's below 200" mg/dl. His target blood glucose is 90-140 mg/dl. He stopped using his infusion device and is currently on insulin injections. He said that after being on injection therapy, his blood glucose this morning was "500 and some change." Symptoms are increased urination, hunger and attitude changes and he bolused 35 units of insulin as a correction this morning. His mot recent reading was 340 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.